Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory mgr reported that a (B)(6) year old female pt passed away on (B)(6) 2014. A review of the event indicates that the pt experienced seven appropriate and six inappropriate treatment defibrillation shocks between 21:11:48 and 21:35:12 on the day of passing. Treatment shocks one, three, four, five, six, seven, and thirteen were all appropriate in response to ventricular tachycardia (vt) or ventricular fibrillation (vf), both treatable rhythms. Asystole and non-sustained ventricular tachycardia (nsvt) contributed to the false detection of the other treatment shocks. The post-shock rhythm of the final treatment shock was bradycardia transitioning to idioventricular rhythm. The pt was at home, and the response buttons were not pressed during the entire event. The device was shutdown at 21:52:40 on (B)(6) 2014 while the pt was in a life-sustaining rhythm. The pt later passed away while not wearing the lifevest.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional and able to detect and treat a pt. Monitor sn (B)(4) - 072013 - reuse. Electrode belt sn (B)(4) - 08/2013 - reuse.